Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed during manual prime and insulin was squirting out. Customer's blood glucose was 220 mg/dl. Troubleshooting was performed. Customer's spouse reported the device was unable to exit the "preparing to prime" loop. Customer was advised to disconnect from the device. The device was not drop or bump prior to the alarm occurring. Customer stated the drive support cap was protruded and it was not pressed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.